Event description:
The user facility reported that the backflow of blood was not observed from the drip hole when the assembly was inserted into the artery. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The patient was monitored. The estimated blood loss was less than 250cc. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The patient had peripheral vascular disease. There were no other devices or equipment used with the reported product. The physician commented that they wondered why no backflow of blood was observed. They believed that there should have been no problems with the procedure.

Manufacturer narrative:
A1: patient identifier: requested, not available due to hospital policy. A2: age & date of birth: requested, not available due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not available due to hospital policy . A5: ethnicity: requested, not available due to hospital policy. A6: race: requested, not available due to hospital policy . D6a: implanted date - device was not implanted. D6b: explanted date - device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause could have possibly been biological debris clogging the blood inlet holes of the assembly preventing flashback. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode effects analysis (fmea)/hazard based risk table (hbrt).